Manufacturer narrative:
(B)(4)

Event description:
It was reported that "needle bent during the epidural procedure. We used another device." Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report.